Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. Stated on the original report: not legally allowed to ask for this information in my geography. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect biopsy needle passive. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged that their biopsy needle window did not align properly. It was stated that the bite window of the biopsy needle did not align with the alignment markings which makes it difficult to determine when the bite window is open during the procedure. This issue was noted during trajectory plan measurement, before insertion into the patient and the needle was immediately removed from the operating field. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.